Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor that did not infuse. This occurred during infusion of 3900 milligrams of fluorouracile and 12 milliliters (ml) of sodium chloride with a total fill volume of 90ml. It was stated the nurse disconnected the patient after 2 days of infusion and observed the folusor did not infuse at all. This event occurred during infusion there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufactured february 24, 2016 ¿ february 25, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow test was performed and was within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.